Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection, it was found that the fixation pin was broken. It is not known where this device broke.